Event description:
It was reported by repair work order that the bed had intermittent power due to a misaligned fowler cam card. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the bed had intermittent power due to a misaligned fowler cam card. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up being submitted as the original alleged event stated that the bed had intermittent operation. During the investigation, it was determined that the fowler had intermittent electrical operation; however, the fowler is equipped with manual functions as well. These manual functions were operating to specification. Based on this information, the following rationale applies: it was reported that the fowler would not raise or lower electrically. This will result in an annoyance issue for the caregiver and patient, as the fowler could be moved manually to the flat position, which is ideal for emergency care such as CPR. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to contribute to or cause serious injury or death if it were to recur. Therefore, this event is not reportable.